Event description:
Customer alleged 2 sets of discrepant blood glucose values when testing was performed back-to-back on the advantage system: 528 mg/dl, 249 mg/dl, 141 mg/dl, and 151 mg/dl with no symptoms; and 422 mg/dl, hi (greater than 600 mg/dl), 173 mg/dl, and 161 mg/dl with no symptoms. No serious adverse events related to the alleged malfunctions were reported. A request was made for the return of the suspect device and replacement product was sent.